Event description:
It was reported that the pump exhibited an acu watchdog error and primary audible alarm background test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/1/2025. H3: one device was received for evaluation. Service history review identified that the previous repair may be related to the current complaint. The reported issue was verified through alarm history review. Probable cause was defective main bord and speaker. Replaced main board and speaker to resolve reported issue. The device was recalibrated and passed all performance verification testing.